Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited unspecified backup operation. As a resolution programming changes were made, and the ICD was restored. The patient condition was stable.

Event description:
Additional information received confirmed that high-voltage therapy was inactive as a result of back-up mode as well.

Event description:
Additional information received noted that the implantable cardioverter defibrillation (ICD) exhibited backup operation due to a magnetic resonance imaging (MRI) performed without MRI mode being enabled.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.